Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pulmonary segmentectomy procedure, while a segmentectomy in the left upper lobe was attempted, the device partially fired and there was an incomplete staple line, adherence to the pulmonary artery and proximity to the staple line. There was a tissue loss as a result of this problem. A lobectomy was performed using the roticulator stapler to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into the returned device. The device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.